Manufacturer narrative:
H4: the lot was manufactured between april 25, 2023 to april 27, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused medication to the patient. The device had been filled with fluorouracil and sodium chloride. The expected therapy time was 46 hours, however, after 46 hours have passed, it was observed that a relatively large volume of liquid remained and had not been delivered to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.